Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). A livanova field service technician was dispatched to the facility and confirmed the issue. The motor control board was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported event is a defective motor control board.

Event description:
Livanova (B)(4) received a report that a s5 double roller pump stopped during priming and displayed a motor control failure error message. There was no patient involvement.